Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, corrosion on power connector as well as dust/dirt contamination was found. No other problems were detected. The device was scrapped.